Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing. Upon eval the monitor was resetting during pulse testing. A root cause investigation is currently underway. No adverse event resulted from the monitor resets. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any deficiencies.